Event description:
Per the clinic, the patient was seen in the emergency room (B)(6) 2014 due to an abscess at the implant site and the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2014, the patient was seen by their primary health care physician and the site was drained, the abutment was removed and a second oral antibiotic was prescribed (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.